Manufacturer narrative:
(B)(4).

Event description:
The pt experienced some rebound spasticity. The distal segment of the catheter had migrated/dislodged out of the intrathecal space. The pt's catheter was revised on (B)(6) 2011. Following the revision as of (B)(6) 2011, the pt was receiving effective drug therapy.